Event description:
It was reported that the lead was explanted due to an insulation breach in the outer polyurethane coating and fracture. No patient complications were reported as a result of this event.